Event description:
It was reported by repair work order that the retaining post tube was mounted with the incorrect hardware, which may compromise the stability of the post and prevent it from locking into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.